Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: material sensitivity reactions. Inadequate range of motion due to improper selection or positioning of components. Intraoperative or postoperative bone fracture and/or postoperative pain. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-04368 / 2014-04369).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel reports that patient underwent a right hip revision procedure in 2013 due to patient allegations pain, inflammation, soreness, dysfunction, loss of range of motion, damage to surrounding bone and tissue, lack of mobility, elevated metal ions and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.